Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva pulse ID laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 277.5 cm from the tip of the sma connector to the distal end of the distal tip. There was no exposed glass tip present, the tip was manually clipped off. A functional evaluation revealed that the light from the sma connector was distorted, indicating a fracture within the connector. No other problems with the device were noted. The reported event of the flexiva pulse ID laser fiber failed to emit energy was confirmed. It is likely that procedural handling of the fiber during set-up or use contributed to the fracture within the fiber connector and fiber body fracture. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber was used in a ureteroscopy procedure for a stone treatment in the ureter performed on (B)(6). During the procedure, the laser fiber did not work. The procedure was completed with another flexiva pulse ID laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding of laser fiber broken within the connector.